Manufacturer narrative:
Date received by manufacturer: (B)(4) 2015.

Event description:
A report was received that the patient had developed pain at the pocket site. Symptom includes nausea. The patient had also experienced difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had developed pain at the pocket site. Symptom includes nausea. The patient had also experienced difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had developed pain at the pocket site. Symptom includes nausea. The patient had also experienced difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision where the ipg was replaced per physician's preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.